Event description:
A surgeon reported that during a posterior vitrectomy procedure, after the membrane peel had been performed, a system message displayed and the console "broke down." The surgeon was unable to complete the case as bits of the vitreous could not be removed. The pt is reported as "asymptomatic no floaters." Multiple attempts have been made to obtain additional info; however, none has been received.

Manufacturer narrative:
There was no sample returned for evaluation. The root cause is unk at this time. (B)(4).